Event description:
Boston scientific received information that this atrial lead was removed from service as pacing impedance measurements were greater than 3000 ohms due to a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This product issue will be updated if additional information is received.